Event description:
The company was informed that during initial implantation surgery, the pt experienced a cerebrospinal fluid leakage. The pt's device was not implanted. There are no plans for reimplantation at this time. Advanced bionics is in the process of gathering further info; once further info is received, a supplemental report will be submitted.